Event description:
Physician reports "a suspected case of alcl", "seroma", "right axillary lymph node enlargement" and "rupture". The device has been explanted. Pathological marker cd30+ has been received. Pathological marker alk- has not been received. This record relates to the right side.

Manufacturer narrative:
Continued h6: f2201, f2203. Date of alcl diagnosis: (B)(6) 2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: opening, underweight, crease fold, wear abrasion. A microscopic analysis was performed which identify sharp edge and with non-penetrating nicks assessed as surgical impact opening. A dimension measurement in the shell was performed which identify the thickness within specification. Stress mark. Based on the device analysis the final assessment is: - a sharp edge opening with non-penetrating nicks assessed as surgical impact. -non-penetrating nicks. The reported events of lymphadenopathy, seroma, and lymphoma - alcl - suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: suspected case of alcl (only ch30+ marker reported), seroma, lymphadenopathy and rupture.